Event description:
It was reported by international mallinckrodt facility (UK) that sizing/dimensional problems were detected with an unk quantity of size 3.5 neo, neonatal tracheostomy tubes, limited/conflicting info rec'd regarding the reported event/devices. There was one pt involved with no reported pt injury. One unused 3.5 neo and two used 3.5 neo devices were rec'd on 03/13/98 by the MFR for decontamination, analysis and investigation.